Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date: 02-oct-2014. Part #: 314.467, lot#: 7736555 (non-sterile) - lot was released to the warehouse on 02-oct-2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: article 314.467 with lot number 7736555 was visually checked and signs of use on the tip section and the shaft were detected. Screwdriver does show wear marks of normal use. Review of the device history report showed that no non-conformance reports were generated during production and no issues during the manufacture of the product were detected that would contribute to this complaint condition. The exact root cause for this complained issue with having difficulties of locking screws in plate could not be found trough out the investigation. No manufacturing related failure was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while performing surgery for a distal humerus fracture, the surgeon attempted to insert variable angle (va) locking screws using both variable angle and predefined nominal angle technique to fix distal humerus plate. Reportedly, some va locking screws could not be locked into the plate and thread-like debris were detected. In time, the surgeon ceased utilizing the torque limiter to lock the va locking screws. The surgeon utilized a 0.8nm torque limiter to perform the final fixation. There was a 15 minute surgical delay noted. No adverse consequences were reported. This is report 5 of 5 for (B)(4).